Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. It was reported that the patient had progressive hip pain despite having a well-fixed total hip replacement. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00701.

Manufacturer narrative:
(B)(4). Event date - unknown date of onset in 2014. Implant date - unknown date in (B)(6) 2009. Concomitant medical products: unknown, unknown shell, unknown; unknown, unknown liner, unknown; 00801804003, cocr femoral head, 60932219. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00701.

Event description:
It was reported patient experienced progressive right hip pain approximately five years post-implantation. Subsequent lab results reported significant metallosis with elevated chromium levels. No treatment was reported.